Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the biliary duct during a biliary drainage procedure performed on an unknown date. During the procedure, the 2nd flange of the axios stent met resistance and failed to deploy. The axios stent was removed using forceps. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the handle was rotated as the device was luer locked to the scope. Ar code 5191:2457 (use of device issue - user error) has been applied. The axios stent and electrocautery- enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."